Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 455mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 464 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer is calling back to perform high pressure test and air bubbles were found in the reservoir. Customer stopped troubleshooting at this point but was advised to follow up with their doctor. No further details given.